Event description:
A malfunction alarm was reported for the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after following these instructions, the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if any further issues arise.